Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged that the device is cutting on and off. There was no report of patient harm or injury. The device was returned and evaluated by the manufacturer. The internal part of the device was inspected visually and found evidence of visible foam degradation. The device's downloaded logs were reviewed by the manufacturer and no error was found. The device operating software was upgraded. The unit passed the final test. The manufacturer concludes that there was evidence of visible foam degradation.